Event description:
Covidien received information of ventilator with a loss of communications. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4) . The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the power supply and breath delivery-graphic user interface cable. Covidien was not authorized to service the device.